Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Per medical records: it was reported that on (B)(6) 2007 the patient presented with the following pre-op diagnoses: 1.lumbar disk degeneration l2-3, l3-4. 2.adjacent level degeneration prior to a l4-s1 fusion. The patient underwent the following procedures: 1.l2-l3 anterior lumbar discectomy, decompression, and fusion. 2.l3-l4 anterior lumbar discectomy and fusion. 3.anterior lumbar fusion from l2 to l4 with the coerent graft with bone morphogenic protein. 4.operation use of fluoroscopy with interpretation, 2 hours. Per op notes, using an anterior retroperitoneal approach, exposure performed to the l3-4 and the l4-5 disk spaces. A complete nuclectomy and discectomy were performed. At this point, after complete decompression and distraction, a coerent peek graft with bmp-soaked sponge was placed onto the graft holder and inserted under live fluoroscopy into the l3-4 disk space. A complete decompression of l2-3 was performed as well as the foraminal disk herniation. Once the disk herniation was removed, a 50 mm peek graft was then obtained, packed with a bmp-soaked collagen sponge, and then placed into the l2-3 disk space. Once this was done, the wound was copiously irrigated and was closed. No patient complications were noted. On (B)(6) 2014 the patient reported with symptoms of radiculopathy in the l1 or l2 distribution. The doctor followed her with repeat scan which was very difficult to get, due to the hardware, but at this point since her symptoms were truly not getting better but getting worse looking at her scan from (B)(6) 2013 it did look like she had a well circumcised lesion intrathecal or intradural that could be an ependymoma. It was right behind the l1-2 disc right behind the pedicle of l1. The patient's symptoms were not getting better but were becoming more symptomatic of a true l2 radiculopathy.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.